Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 3887-56, lot# v115220, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Please note, this report is related to manufacturer report number 3004209178-2017-18118. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for other chronic pain of the trunk and limbs. The patient noted that his spinal cord stimulator was not functioning well and not functioning correctly so, during interrogation of the device as well as viewing under fluoroscopy, it revealed problems with the placement and viability of the leads. Device interrogation and device data on (B)(6) 2014 determined that six of the eight electrodes were out of range. Imaging on (B)(6) 2014 determined that the lead migrated. The electrodes were out of range due to the lead migration. The leads were explanted and replaced on (B)(6) 2017 and were disposed of according to biohazard instructions. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
This regulatory report is a duplicate of mfg report number 3004209178-2017-10404. If information is provided in the future, a supplemental report will be issued.